Event description:
2/2 reference (B)(4) for all attachments and related complaints) documenting cassette per complaint form: inbound. Spouse reports patient had a no disposable clamp tubing alarm on cadd legacy pump serial number (B)(4). Resolved with stopping and restarting pump but reoccurred 2 hours later with volume 53 ml left. Priming to remove 2 air bubbles in cassette tubing, restarted pump and verified pump running with no alarm. Cassette lot number not provided. No further details provided. No injury. No further details provided.